Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensors were evaluated. External visual inspection showed no damaged. The sensors failed continuity testing due opens across all electrodes. Additionally one instance of an open trace between the center bottom electrode and the connector was found. The sensors were returned used so functional testing could not be performed.

Event description:
The customer reported inaccurate psi values. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported inaccurate psi values. No consequences or impact to patient were reported.